Event description:
Reportedly on (B)(6) 2013, the ventricular lead (non-sorin) showed high thresholds, high impedance and loss of sensing. A re-intervention was performed. When the lead was disconnected from the device and measured by an analyzer it showed normal impedance and good threshold at 0.5v and 0.5ms. The subject pacemaker was replaced and the existing lead was kept implanted.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.